Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a status update on the investigation as well as to make a correction to the MDR number referenced in the first follow up report. The MDR number referenced in the first follow up report was 1118880-2016-00091 the correct MDR number is 9681834-2016-00091. As of may 25, 2016 the actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that part of the catheter device separated and a portion may remain in the patient's body.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00091 to provide a status update on the investigation. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00091 to provide a status update on the investigation.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a status update on the investigation. As of june 23, 2016 the actual device has not been returned to the manufacturing facility for evaluation. Several attempts have been made to contact the user facility for more information. These attempts have been unsuccessful and we have not received further information. A follow up will be submitted if additional information becomes available. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.